Event description:
Reporter applied patch to his side and wore for 8-9 hrs. Patch was difficult to remove and he had two second degree burns in patch area after removal. His wife is an rn and his family doctor advised using antibiotic ointment and non stick bandage on the affected area.